Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. During the visual examination it was found that the sealing between the clear film and the pad was adequate and the trim pattern was found to be within specifications. The energy connector on the right back pad and the clamp was found to be damaged. The energy connector on the left back pad was found to be free of any damages. The manifold connectors were also free of damages and presented with a good connection. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 1.22 l/min m2 flow rate was registered during the test due to the pad was noted as crushed; left thigh pad: a total of 1.27 l/min m2 flow rate was registered during the test due to the pad was noted as crushed; right chest pad: a total of .97 l/min m2 flow rate was registered during the test due to the pad was noted as crushed; right thigh pad: a total of 3.50 l/min m2 flow rate was registered during the test. According to the test method the flow rate was out of specifications on the left and right chest pads and on the left thigh pad. The right thigh pad was found to be within specifications as the flow rate must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow; as a result, therapy was interrupted in order to replace the pads with another set of pads.